Event description:
It was reported that a patient received inappropriate atp therapy for svt due to the variability on the patients av delay. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.